Event description:
It was reported that 2 days post the implant procedure, there was unstable thresholds and the left ventricular (lv) lead was unable to capture in all vectors at 6.0v@1.5ms. It was also noted that phrenic nerve stimulation was present. The lv lead was repositioned to a more proximal vein and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.